Manufacturer narrative:
(B)(4). Device labeling: based on information to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturer's breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl. Develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. There were 9 primary augmentation patients (1.9%) with a new diagnosis of breast cancer through 10 years in the allergan pivotal study. In primary augmentation patients, there was 1 report of skin cancer and 1 report of renal cell cancer, and 1 primary augmentation patient who was pregnant at the time of implantation gave birth to a child who later developed histiocytosis. There was 1 revision-augmentation patient (0.8%) with a new diagnosis of breast cancer through 10 years and 1 patient report of bladder cancer and 1 patient report of multiple myeloma. There were 17 reconstruction patients (7.6%) with recurrence of breast cancer through 10 years, 1 report of non-hodgkin's lymphoma and 1 report of uterine cancer. There were no revision-reconstruction patients who reported a recurrence of breast cancer through 10 years and no reports of other cancers in revision-reconstruction patients. One reconstruction patient in the pivotal study was reported with alcl through 10 years. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes.

Event description:
Health professional reported "anaplastic large cell lymphoma" and "patient presented with right breast swelling." Event of "anaplastic large cell lymphoma" will by captured as lymphoma until diagnostic testing can confirm diagnosis of alcl. Device has been removed.